Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 12/10/2024: the case was completed by passing the blue repair stitch through the biceps tendon and tying it to the white stitch. The case had a minimal delay of five minutes, and anesthesia was administered to complete the repair.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3688 knotless tensionable fibertak biceps kit blue repair stitch did not fully tension down. This was discovered during an open subpectoral biceps tenodesis procedure on (B)(6) 2024. The surgeon was able to complete the case with the same implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.